Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the IV extension set separated at the connection point where the tubing meets the top of the luer lock while connected to a patient.